Manufacturer narrative:
Investigation: samples received: 6 unopened race packs. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 6 closed samples from the customer for analysis. We have checked the samples received and the visual appearance is the correct and the usual one. Sewing test on artificial skin tissue has been conducted with the samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance of the samples is also the usual one after performing the sewing test. We have also tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.199 kgf in average and 0.183 kgf in minimum (ep requirements: 0.082 kgf in average and 0.041 kgf in minimum) reviewed the batch manufacturing record, an incidence was found but this batch was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported the thread frayed during sewing and the needle comes off. The reporter indicated that during coronary suturing the suture became frayed and the needle split from the suture easily, which makes it difficult to sew a safe coronary artery.